Manufacturer narrative:
Additional information will be provided upon investigation of event information.

Event description:
Same case as 2184052-2015-00138, 2184052-2015-00139 and 2184052-2015-00140. It was reported that a trinica screw was stripped during insertion, making removal of a trinica acdf plate during revision very difficult. The patient initially underwent anterior cervical fusion with a trinica select 3 level plate from c4 to c7, a bone graft, and two bak vista peek cages at c5-6 and c6-7 for an unknown reason. Postoperative imaging taken at an unknown date revealed pseudoarthrosis at c5-c6-c7. The patient underwent acdf at c3/4 with removal of the trinica select 3 level plate and revision at c5-c6-c7. During removal of the trinica plate, it was discovered that the trinica screws at c4 had been stripped during initial implantation, which prevented removal of the plate. The head of the screws were sheared off intentionally with a midas rex drill, and the plate was removed successfully. Two screw shafts on the left and one on the right of c4 were successfully removed from the patient's bone; however, one screw shaft on the right of c4 was unable to be retrieved. A 2-3 hour surgical delay associated with removal of the implants was reported. The patient was successfully implanted with iliac crest bone graft at c5-c6-c7, a one-level trinica select plate and screws at c3/4, and a two level trinica select plate and screws at c5/6 and c6/7. Immediately after the revision surgery, the patient was transferred to the ICU and put on a ventilator overnight due to the length of the surgery. No further postoperative patient conditions were reported. Additional information has been requested but not yet received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.